Event description:
A patient experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 134 mg/dl vs. 236. Tests were done within 21-30 minutes with a difference of 43%. Patient did not experience any adverse events.